Event description:
Ous MDR - it was reported that approx. 85 months after the implantation oversensing with inappropriate shocks was detected. As the device indicated eri, it was decided to replace the complete system.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 45 cm proximal to the lead tip. Only the distal fragment was received and subjected to an extensive analysis. The visual inspection revealed multiple abrasion marks along the lead fragment. In particular 11 cm proximal to the lead tip the insulation was found rubbed through. This damage can be considered as the root cause of the observed noise which led to shock delivery as reported in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine, but might include significant ingrowth of the lead in the distal area or an adverse lead position which affected the leads motion. Diagnostic images, such as x-ray movies for further assessment of the lead in the implanted state were not available. Additionally a deformation of the shock coil was noted which most likely occurred during the extraction procedure. As the proximal lead fragment was not available, no further analysis was feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.